Event description:
The patient had a robotic assisted laparoscopic sigmoidectomy, laparoscopic splenic flexor mobilization and coloenteric fistula closure. During the surgery, the vessel sealer extend was going to be used, but the technician in the room stated that the error code came up on the screen that said blade exposed. It would not let us continue to use it until we got a new one. It looked normal when we took it out.